Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex artery. A 38 x 2.75mm promus premier¿ drug-eluting stent was advanced for treatment; however, the stent got stuck in the middle of the lesion. After repeated attempts, the physician failed to pull it back and decided to deploy the stent covering 60% of the lesion. Plain old balloon angioplasty was performed to treat the remaining part of the lesion. No patient complications were reported and the patient's status was stable.